Event description:
It was reported that the pump became frozen on the homescreen and was unresponsive. Blood glucose was not impacted. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.